Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed on device. The customer reported complaint was confirmed through testing and the error was found in the event history log.

Event description:
It was reported that the pump exhibited error code 41786. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3 - date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.